Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. The olympus service center evaluated the device and identified: the probe broke 16 mm from the tip, the broken probe tip was not sent, there was a scratch around the broken part of the probe, thee coating of the probe around the scratch was partially peeled off, and when observing the fracture surface of the probe, it was found that the fracture progressed from the scratch on the probe. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus was informed, during an unspecified procedure, there was an unknown error code three (3) hours after the start of the procedure. The probe check was performed outside of the body cavity and it was found the probe was broken, possibly when handed to the physician. No broken probe was found. A similar device was used to complete the procedure successfully. The customer stated, after confirming no residue was in the abdominal cavity, the wound was closed. The facility performed an unscheduled CT scan to confirm no broken device in the patient. The customer also stated it was possible the probe check was performed with the tip closed. No additional information available at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information added to the following fields: h6, h10. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the following: the probe came into contact with hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler needles or other surgical instruments. Due to ultrasonic vibration, coating of the probe peeled off. It also caused scratches on the probe. A force to activate the output in seal & cut mode or a force to grasp the body tissue was applied to the probe. This caused cracks to branch out at the scratched area of the probe. The output was activated with probe having cracks. This caused an error. After probe check outside body, some force was applied to the probe causing it to break. Content of the instruction manual was confirmed. The instruction manual contains the following descriptions related to the phenomenon of the reported event, and it warns against this event. Therefore, it can be inferred that mishandling of the device by the user might have contributed to the reported event. ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.